Manufacturer narrative:
This report is submitted on october 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It is now reported that the patient experienced extrusion of the receiver/stimulator prior to explant. This report is filed on november 12, 2018.

Manufacturer narrative:
This report is filed on november 30, 2018. (B)(4).